Manufacturer narrative:
All available information was investigated, and the reported issues could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported failure to advance was related to procedural conditions (transseptal puncture too low and more anterior than normal). The reported mechanical jam is a cascading event of the reported difficult to remove (chordal entanglement prevented gripper actuation). The reported difficult to remove appears to be related to procedural conditions (clip positioned very anterior and became stuck in ventricle). The reported tissue injury appears to be a cascading event of the troubleshooting performed to free the clip from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention, hospitalization, and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), small heart, floppy septum, aorta hugger, and small valve for a mitraclip procedure. The transseptal puncture was low at 2.5cm, and was more anterior than normal. It was decided to make a second puncture due to difficulty gaining height above the valve and positioning. After insertion of the steerable guide catheter (sgc), it was directly above the valve. A lot of + knob was required due to the aorta hugger, and 1 hour of a knob. The implanter was going very anterior in hope to grasp the anterior mitral leaflet (aml), but the clip became stuck in the ventricle. The clip was able to be pulled back into the steerable guide catheter (sgc). The clip was inspected to see if it had been damaged by all the maneuvers, and parts of the aml were hanging from the clip. This prevented the grippers from actuating due to the chordae entanglement. The patient was stable, but some noradrenaline was administered. The patient was transferred to surgery. On (B)(6) 2024, mitral valve surgery was performed.